Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 2 events for the failure: detachment of device or device component. 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Evaluation findings (results/components): 1 device: wear problem / bearings 1 device: no device problem found / part/component/sub-assembly term not applicable product disposition: 2 devices: scrapped by stryker. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.